Event description:
During insertion trufill orbit coil, the coil stretched. Physician used another orbit coil (same size). The patient was not hypertensive during the procedure. Additionally it was reported that during insertion, the y connector was tightened on the coil. After the event occurred, the coil was still attached to the delivery system.

Manufacturer narrative:
It was reported that during insertion the 2.5x3.5 trufill orbit mini fill coil stretched. There was no associated adverse event with the coil remaining attached to the delivery system. The procedure was completed using another same sized orbit coil. With investigation it was reported that it may have occurred during insertion into the aneurysm. Additionally, during coil placement the boston scientific excelsior 45 shape microcatheter was repositioned, while the coil was left in position within the aneurysm. No other damages were noted on the orbit delivery system or the microcatheter. Another microcatheter was used to complete the procedure. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and was found broken after a kink at 157cm from hub, based on the analysis, the broken hypotube was due to a kink. Also several kinks were observed over the rest of the unit. Because it was reported that other than the stretched coil there were no other damages to the device, these damages appear to be related to the post procedure handling/packaging for return. The introducer was unzipped and the zipper stuck at 38.5cm from port. No damages were found on the support coil. The gripper was received outside of the introducer and presented with no damages. The embolic coil was found kinked and stretched, outside of introducer. Some waves were found on the product but apparently can occur during the handling of the unit when this was return for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13380037 and coil subassembly lot 13341431 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Inspections are in place to prevent product with these types of damages from leaving the facility. The reported stretched coil was confirmed; based on the information provided, repositioning the catheter over the deployed coil is an identified procedural factor that may have contributed to the stretching of the coil. The instructions for use (IFU) cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Based on the analysis and the device history record review, there is no indication that the event is related to the manufacturing process; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During insertion trufill orbit coil (orbit mini complex fill2.5x3.5), the coil stretched. Physician used another orbit coil (same size). The patient was not hypertensive during the procedure. Additionally it reported that during insertion, the y connector was tightened on the coil. After the event occurred, the coil was still attached to the delivery system. The product was prep per IFU guidelines. During and after prep, the coil or delivery system was damaged. The coil may have stretched during insertion through the aneurysm. During coil placement, the microcatheter was repositioned, while the coil was left in position within the aneurysm. No other damages were noticed on any delivery system, microcatheter, etc. The same microcatheter (boston scientific mc) was not utilized to complete the procedure. No further information available. Additional information will be submitted within 30 days of receipt.